Event description:
Flexor sheath inserted into right femoral artery, sheath came apart. Hub came detached from sheath body.

Event description:
Add'l info received on 03/16/2018 for report #mw5074769: this is an amended report due to listing incorrect MFR.